Manufacturer narrative:
Method: cine image review. (B)(4).

Manufacturer narrative:
Evaluation, results: failure to follow instructions (balloon inflated beyond rated burst pressure - inflated to 16 atm); inherent risk of procedure (myocardial infarction and death); patient¿s condition affected effectiveness of device (lesion morphology - severe tortuosity, severe calcification and 50% stenosis); no results available since no evaluation performed (device not provided for review). Evaluation, conclusion: failure to follow instructions (balloon inflated beyond rated burst pressure - inflated to 16 atm); inherent risk of procedure (myocardial infarction and death); device failure related to patient condition (lesion morphology - severe tortuosity, severe calcification and 50% stenosis). (B)(4).

Event description:
Image review: the images showed that the case was very complicated and high risk. The images showed diffuse disease in the proximal to mid rca. The lcx also presented with diffuse disease though out the vessel with the ostium of the marginal showing a tight lesion. The lad was totally occluded and was not treated. The om was wired and the lesion in the vessel ostium was pre-dilated. There is no evidence on the images of vessel dissection. The sprinter legend balloon appears to have been inflated to a very high pressure or the balloon may have been oversized for the size of the om. Flow in the om was occluded but flow was restored with further dilatation. The second sprinter legend balloon was delivered to the om lesion but contrast can be seen exiting into the distal vessel during balloon pressurization. This confirms a balloon leak in the sprinter legend device. The ostial lesion was stented. The proximal lcx lesion was treated with balloon inflation. The images did not show the cardiac condition that resulted in the death of the patient.

Event description:
It was reported that the patient presented with instent restenosis of a non-medtronic stent in the proximal cx. The patient was reported to be elderly and very fragile. The lesion exhibited severe tortuosity, severe calcification and 50% stenosis. A sprinter legend balloon was used in the in the second marginal for pre-dilation at 16 atm for 20 seconds. Following pre-dilatation, the patient¿s heart stopped and required resuscitation. It was decided by the treating physicians to continue with the procedure. At this time, it was noted that there was no flow in the marginal branch that was treated by simple balloon passage. Another sprinter legend balloon was used in the second marginal to pre-dilate a new lesion (one inflation at 20atm for 10 seconds). It was reported that the balloon burst. The physician then attempted to treat the lesion using a drug coated balloon catheter device. During the procedure, it was reported that the drug coated balloon catheter was slow to deflate at the lesion site and the balloon appeared to be sticking to the previously implanted non medtronic stent. The patient experienced another heart attack with progressive hemodynamic deterioration and insufficient ventilation requiring intubation. Prolonged resuscitation was performed; however, the patient¿s heart stopped and the patient died.